Manufacturer narrative:
The product was not returned for analysis; it was destroyed. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the trailing haptic of the intraocular lens (iol) got stuck on the plunger ¿ it was jammed into the injector. As a result, the iol was not injected into the eye. The incident occurred during the iol loading process. There was no patient contact. The lens was destroyed and is not available for return. According to the additional information provided, there was no patient harm.